Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 trial scs leads with the same lot number. It was reported the patient experienced a possible csf leak during her trial procedure. Subsequently, a blood patch was done. Additionally, the patient remained asymptomatic post-operatively.